Event description:
It was reported the parkinson¿s disease patient¿s ¿dyskinesia of the left body and tremor of the right body didn¿t get better¿ following the implant of their implantable neurostimulator (ins) system. The patient went to the hospital in (B)(6) 2013 because their symptoms ¿got worse¿ and was told after having undergone a CT scan that ¿the target of the lead was not accurate, which caused the poor efficiency.¿ the patient had two new leads implanted as a result in (B)(6) 2013. The patient¿s ¿original two leads remained in the patient¿s body.¿ it was ¿unknown¿ whether the patient was receiving effective therapy at the time of report, though it was known the patient¿s ¿left body had dyskinesia and the right body had tremor¿ at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2008, product type: lead. (B)(4).